Manufacturer narrative:
The t:slim x2 pump user guide states: your t:slim x2 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an auto-off alarm while sleeping. Reported the customer resumed insulin following the auto-off alarm. In addition, the customer was having difficulty charging the pump. The customer's blood glucose level was not impacted. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.